Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate had varied mic results for a staphylococcus. The user noted that the isolate was identified as both s. Epidermidis and s. Aureus. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for varied mics with staphylococcus aureus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4331670. The customer did not return panels or phoenix generated lab reports but returned isolates for the investigation. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate s. Aureus grsa on a phoenix m50 machine and evaluated for mic results. All panels tested returned the expected mics and identified the isolate correctly within passing parameters, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate had varied mic results for a staphylococcus. The user noted that the isolate was identified as both s. Epidermidis and s. Aureus. No health impact or consequence reported.